Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that there was oversensing and loss of capture on the right ventricular (rv) lead. The patient is pacing dependent so a temporary pacing wire was inserted prior the new lead being implanted. It was noted that the patient was enrolled in the system longevity study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular (rv) implantable pacing lead was fractured and there was noise on the right atrium (ra) implantable pacing lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.